Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Scratches on face. Brushes are loose on the hand piece - oral-b. Brushes...slip off the hand piece - oral-b. Consumer e-mail stated that the brush heads are loose on the hand piece "like a lamb's tail" and simply slip off the hand piece while brushing. This has caused a few scratches on the consumers face. No serious injury was reported.